Event description:
Patient enrolled into the create pas trail. Following stent placement patient became hypotensive and bradycardic, at time of filter retrieval patient developed slurred speech and facial drooping. After blood pressure and heart rate returned to normal, slurred speech and facial drooping was resolved.

Manufacturer narrative:
Reference MDR 2183870-2008-00034 for the protege rx used in this procedure.